Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the customer found it difficult to install multiple endoscope plugs at the vision side cart (vsc) connection. The issue was reported to dvstat after completing the procedure. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer inspect the endoscope controller (ec)'s receptacle and pins, but the caller reported no bent pins or debris. The caller stated this had been the issue for several of her cases recently. The procedure was completed with no report of patient injury. It is unknown at this time if the procedure was completed using the same system.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscope controller (ec) to resolve the issue. The system was tested and verified as ready for use. The product has been received and the fa is still in progress. The complaint was confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The ec was analyzed and the reported failure was confirmed and replicated. Visual inspection: upon visual inspection, no issues were found that would be related to the reported failure. The unit was installed and tested into a golden pca system where the component functioned as expected. This unit was installed into the test system and running video test<(>= ,<)> 10 power cycles & sitting idle for 1 hour. System came up with no errors and good video on both eyes with no issue. The ec is worked as normal. Replicated difficulty inserting endoscope into ec. As a result of these findings, failure analysis was able to conclude that light engine was found to be the root cause of the reported failure. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause is due to an issue with the light engine within the ec.

Event description:
Refer to h11 for follow-up information.